Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was returned for product evaluation. Only the carrier tube assembly was returned. No other accessory components were returned. Visual inspection revealed that the bypass tube was detached from the distal end of the carrier tube and was not returned. Some swelling of the collagen could be noted within the slit in the carrier tube. There were no signs of damage or deformation observed on the carrier tube assembly. The deployment sleeve of the device was in full forward lock position with the color bands concealed. No other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the carrier tube was measured to be 0.102" which was within the specification of 0.102" +/-.005. Measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00326.

Event description:
The user facility reported that a kink was confirmed in the device when the angio-seal poly-foil pouch was opened. The device was not used and replaced with another angio-seal device, but the second device was also already kinked when the pouch was opened. The second device was used although it was kinked. When the angio-seal device was being inserted into the insertion sheath, the device got severely kinked. The second device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 8 mm. The estimated blood loss was less than 250cc. There was no health damage for the patient. There were no other devices or equipment used with the reported product.